Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during catheter insertion via puncture, the guidewire reached the basilic vein and passed into the endovascular, but the catheter was trapped in the subcutaneous tissue. Attempting to remove it caused the catheter to break, leaving a 5 cm fragment in the patient's subcutaneous tissue. Interventional vascular radiology was able to remove the fragment without major complications.